Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported on an unknown date, patient underwent tlif at levels l1-l3 with screw and peek. Post-op, the cage was found to be "loosened". Revision was scheduled on next week to extend fixation levels to th11-s1. The product was used with the patient. Patient complication were reported unknown. No problem reported to the screw. Patient had failed bone fusion.